Manufacturer narrative:
No prod was returned to assist with our investigation; therefore, we were not able to determine with certainty the root cause of this event. However, a corrective action was previously initiated in an effort to minimize future occurrences. This prod group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to shipping. The appropriate individuals have been notified of this event and we will continue to monitor for similar reports.

Event description:
In 2008, the cardiac cath lab had a case on a male pt. The pt was to receive an atherectomy of the lower extremity. Upon placing the 7.0 fr sheath, the distal tip was elongated. Difficulty had been encountered advancing and removing the sheath from the pt. While the physician attempted to remove this sheath, he had difficulty attempting to remove it from the pt while maintaining wire placement. A significant amount of blood was lost while trying to replace this sheath. The sheath was withdrawn and replaced with another sheath of the same type. Upon introduction of the polar cath balloon, the hemostatic valve popped off the sheath. The pt sustained significant blood loss. As a result, the out-patient procedure turned into an overnight admission to the ICU. Pt is okay at this time.